Manufacturer narrative:
This device should only be used for stone removal. The dfu states the following: "the trapezoid rx lithotripter compatible basket is indicated for endoscopic crushing and removal of bilary calculi. The lithotripter compatible basket should not be used for any other purpose other than its intended application." The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies associated with this complaint were noted. The march 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A trapezoid rx lithotripter compatible basket was used during a plastic prosthesis removal procedure in a female patient (age and weight unknown) in 2008. According to the complainant, "...a plastic prosthesis (cook) which had migrated in the wirsung duct, the trapezoid was advanced in this duct and the basket was closed by hand on the prosthesis. But the distal tup of the basket detached... Before the trapezoid was... Mounted on the alliance device. The physician was not able to remove the prosthesis nor the distal extremity which was... Left in the head of the pancreas." The patient will be rescheduled for additional surgery to remove the prosthesis and the tip from the pancreas. No further information is available at this time. The patient's condition at this time is considered "normal."